Event description:
It was reported that a remote transmission showed noise on the lead that was indicative of a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the distal conductor was fractured. The defibrillator conductor was distorted. The outer insulation was torn and had a cosmetic depression. There was blood in/on the helix/lobe mechanism and there was tissue on the helix.